Event description:
Nurse alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6)2014; inratio inr: 2.1; laboratory inr: 5.9; therapeutic range: 3.0-3.5. Testing was performed simultaneously as a correlation since the nurse noted that the pt's blood appeared very thin. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.